Manufacturer narrative:
The cadiere forceps instrument has not been returned to isi for evaluation. Therefore the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. A review of the instrument log for the cadiere forceps instrument (pn# (B)(6) / lot# n10201117-0014) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2021 on system (B)(4) for approximately 2 hours. The alleged event occurred on the 14th use of the instrument. A review of the customer provided image is consistent with the alleged complaint of a broken grip. The customer provided picture shows a grip broken off at the base. Root cause of the failure mode cannot be confirmed without the returned device. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. This complaint is being reported based on the following conclusion: it was reported that the tip of the cadiere forceps instrument became loose and fell into the surgical field. The fragment was retrieved during the same procedure and a backup instrument of the same type was used to complete the procedure with no reported injury . At this time, it is unknown what caused the issue to occur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the cadiere forceps instrument jaw broke and fell into the patient. The broken jaw was located after 10 minutes and was retrieved under vision with another instrument during the same procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter for additional information; however, no response has been received at this time.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following sections: a2, a3, a4, a5, a6, b6, b7, d9, g3, g6, h2, and h3. Device evaluation information can be found in the following fields: h6 and h10. Intuitive surgical, inc. (Isi) followed up with the robotic surgery coordinator and obtained the following additional information. The instrument was inspected prior to use, and no damage was identified. At the end of the surgical procedure after approximately 2 hours of use, the surgical staff was removing the cadiere forceps instrument under visualization, and it was found that the instrument was missing a mandible. A search for the fragment was carried out and it was found in its entirety. The fragment was retrieved under direct visualization of the thoracic cavity and reviewed to confirm all fragments were retrieved. A postoperative chest x-ray was performed for control. The surgeon did not experience any problems with the functionality of the instrument during the surgical procedure. The customer stated no interoperative collisions were seen, the surgeon stated it was possible an instrument collision occurred. Reportedly, the instrument was removed during the procedure with the wrist straight with no resistance when removing the instrument from the arm. No injuries were reported, and the patient has not returned with any post-surgical complications. D11 - isi has received the cadiere forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of broken grip tips to be related to the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.021" x 0.65" was found to be broken off the yaw pulley. The broken piece was returned with the instrument. No pieces were missing. The root cause of is typically attributed to the mishandling / misuse such as excess force applied to the instrument jaws. An additional observation not reported by the site was also identified. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.040¿ - 0.174 in length and were not aligned with the tube axis. The root cause is typically attributed to mishandling / misuse.